Event description:
It was reported that the lead could not be inserted into the atrial port of the implantable cardioverter defibrillator. The physician used a second device with the same issue. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the insulation adjacent to the small sealing rings was measured to be out of specification at 2.82mm and at the connector boot adjacent to the second set of sealing rings at 3.39 mm.